Event description:
In 3.1.2, 3.1.3, & 3.2.1 software it has been identified that treatment plans involving very small structure (volume <2cc) residing in a high dose gradient region may exhibit inaccuracies with the dvh curve and the dose statistics for the small structures. This error can only happen if planning was performed using very small voxels (1mm or less) in the transverse plane, independent of longitudinal resolution, under one of the following conditions: planning with images at 512x512; planning with images at 256x256 resolution with a reconstructed field of view of 25cm or less coupled with the use of the fine dose calculation grid. If the user does not recognize the discrepancy the dose delivered to these very small structures inside, the patient could be significantly high or lower than is expected. The error can result in up to 30% inaccuracy in the dvh and dose statistics.

Manufacturer narrative:
Issue discovered internally.